Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for what appeared to be electromagnetic interference of myopotentials. Review of the egram revealed oversensing, which resulted in pacing inhibition. In addition, this transvenous implantable lead exhibited noise on the atrial channel with isometrics. All lead measurements were normal and the device has declared an elective replacement indicator (eri).